Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was seen on imaging that it was not deployed in vivo. It was further reported that the filter limbs were not fully expand. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One fluoroscopic image and one fluoroscopy video were provided and reviewed. The video depicts deployment of the denali filter via a right femoral access. The device separates from the pusher and delivery sheath but fails to open fully. The single-frame image shows that the arms opened properly but the legs appeared to be tethered together. Therefore, the investigation is confirmed for the reported expansion failure as the filter legs appeared to be tethered. A definitive root cause for the reported expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was seen on imaging that it was not deployed in vivo. It was further reported that the filter limbs were not fully expand. The procedure was completed using another device. There was no reported patient injury.